Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The complaint was adjudicated on (B)(4), 2013 by the (B)(4) as related to the devices and the procedure.

Event description:
This procedure is part of (B)(6). Major ischemic stroke reported. At the one month visit the patient was reported to have an intracranial hemorrhage. The patient recovered without sequelae.please reference MDR 2183870-2013-00233 for the protege rx deployed.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.